Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for molding defect and foreign matter with the incident lot were observed. Additionally, evaluation of the customer samples was performed and molding defect and foreign matter were observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect and foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and molding defect and foreign matter were observed. Root cause description: based on the investigation, the most likely root causes were determined to be related to the following: the ink is most likely the result of a machine adjustment which allowed a small amount of ink to drop to the transfer bed which was not removed. The most likely cause of the black specks is foreign matter from the cover of the supersack used to transport the tubes from injection molding to the tubes manufacturing department. Corrective actions include replacement of older supersack covers. The embedded stopper fm resulted in pellets which were not completed removed during a line clearance during a batch change at the press. The deformed stopper was identified as poor trim which should have been removed during the manufacturing process. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter and had a molding defect. No report of serious injury or medical intervention.